Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. The reported issue was able to be duplicated and isolated the root-cause to a degraded transducer located within the assembly (pt802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) was on-site to evaluate the suspect device. The fse ordered replacement parts and at this time is currently awaiting parts to finish repairs. Once defective parts have been sent to the carefusion failure analysis laboratory, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the unit alarms transducer fault (xdcr fault) on start-up. The customer performed troubleshooting, but the issue was not resolved. The carefusion field service engineer was on-site at the time and reported the unit fails transducer calibration testing.